Event description:
It was reported that, prior to the implant procedure, the patient passed the sensing screening test. Now, at the implant, the system is failing the sensing test in all three sensing vectors due to low intrinsic r-wave amplitudes. Technical services discussed some options with the caller. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, prior to the implant procedure, the patient passed the sensing screening test. Now, at the implant, the system is failing the sensing test in all three sensing vectors due to low intrinsic r-wave amplitudes. Technical services discussed some options with the caller. The doctor elected to explant the system and implant a transvenous system. There were no additional adverse patient effects.